Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The root cause of the customer¿s experience of cracked bezel posts was determined to be associated with the molding process and material degradation of fr110 which led to reduced mechanical properties of the primary structural component of the lvp.

Event description:
The device was found to be damaged.

Event description:
The device was found to be damaged. Lvp bezel post recall group 1 -dom 2019.

Manufacturer narrative:
Correct z code is z-1768-2019-correction to h9.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: service determined the proximate cause of the bezel assembly replacement is due to the being recall affected. There was no reported patient injury. This device is used for therapeutic purposes.